Event description:
Procedure type: lap, prostate malignancy. According to the reporter: while use on pt, balloon was damaged and the trocar could not be fixed on abdominal wall. Used another to complete procedure. Operating room time not extended. Pt harm was not reported.

Manufacturer narrative:
(B)(4).